Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-02192; 1627487-2020-02193. It was reported that the patient's lead migrated, high impedances were measured at the lead contacts, therapy reduced by itself, and therapy became ineffective. Because therapy became ineffective, the patient stopped charging the ipg, contrary to recommendation. The ipg became inoperable. As a result, surgical intervention may occur to address the issue. It is not known which lead had the reported issues, so both leads are being reported.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was received that surgery occurred to explant and replace the left lead and the ipg, which resolved the issue.